Manufacturer narrative:
Review of programming history.

Event description:
During a review of programming history on (B)(6) 2013 for file (B)(4), it was noted that on two occasions, this patient's device was interrogated at settings indicative of a faulted system diagnostic test: (B)(6) 2010 (event occurred on (B)(6) 2010) and (B)(6) 2010 (event occurred on (B)(6) 2010).the change in settings was not corrected at the same time. No adverse events have been reported as a result of this event.